Event description:
Same case as MFR# 2134265-2011-01915. It was reported that during a stenting treatment procedure a vessel perforation occurred. Access was obtained via the femoral artery. The target lesion was located in the right coronary artery (rca). A kinetix guide wire was advanced to the lesion followed by a 3.50x20mm nc quantum apex balloon for predilation. The balloon was inflated to 12atms for 10 seconds on the first inflation, 12atms for 5 seconds on the second inflation and then 12atms for 5 seconds on the third inflation. Three 3.5x28mm promus stents were then deployed, overlapping in the lesion. The lesion was postdilated with the stent delivery balloon at 18atms for 7 seconds. After the deployment of the stents a vessel perforation was noted. The perforation was treated with a 3.5x19mm non bsc stent which was deployed at 14atms for 20 seconds. An additional 3.5x15mm promus stent was also deployed in the lesion at 20atms for 10 seconds. The lesion was postdilated with a 3.50x28mm nc quantum apex balloon at 4atms for 30 seconds. The procedure was completed at this point and it was noted that the patient was hemodynamically stable. No additional patient complications were reported and the patient¿s current condition is okay. The cause of the perforation is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).